Manufacturer narrative:
The other relevant components include: product ID 8709sc (B)(4) implanted: (B)(6)2010 : product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The cause of the severed catheter was unknown. It was reported that the patient received more drug, and experienced slight overdose symptoms after the bolus. The patients weight was unknown. No further complications were anticipated/reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding a patient who was receiving dilaudid (15 mg/ml, 0.722 mg/day) and morphine (unknown) (0.962 mg/day, 20 mg/ml) via intrathecal drug delivery pump for spinal pain. It was reported that there was a confirmed catheter event. The rep knew there was some sort of issue with the catheter because at the most recent refill there was an abnormal amount of drug the patient received from the bolus. During the revision on this report date, they found that the spinal segment of the catheter had been completely severed. They used x-ray to try to find the spinal segment but they were not able to. The rep wanted assistance with calculations (original length: 87.4 cm; severed segment: 31 cm; new length added: 37 cm; total new catheter length: 93.4 cm. They would be priming just the new portion of the catheter (37 cm x 0.0022 ml/cm = 0.0814 ml). There were no reported symptoms. No further complications were reported.